Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of reew4182 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported "I placed a PICC this am and I used our custom 4fr single lumen kit. There was no needle in the kit (only the needle cover). We checked everywhere for the needle to make sure it didn¿t get loose and stuck somewhere else in the kit, but we did not find anything. The lot number to the PICC was reew4182." No other information was provided.